Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration ') and fallopian tube perforation ('perforation: fallopian tube / mgration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dysmennorhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have neoplasm ("tumors") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, neoplasm and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, neoplasm, pelvic pain, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: she received treatment for uterine perforation, fallopian tube perforation, menorrhagia, dyspareunia, dysmenorrhea, abdominal pain, pelvic pain female, uterine fibroids, tumors, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case became incident. Injury nos was replaced with new events uterine perforation, fallopian tube perforation, menorrhagia, dyspareunia, dysmenorrhea, abdominal pain, pelvic pain, uterine fibroids, tumors. Post-removal she recovered from dyspareunia, dysmenorrhea, abdominal pain, pelvic pain. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/migration of essure: uterus') and fallopian tube perforation ('perforation: fallopian tube / migration/perforation of fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2007 and bleeding breakthrough in 2007. Concomitant products included losartan since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have neoplasm ("tumors") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, neoplasm, uterine leiomyoma and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, neoplasm, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for uterine perforation, fallopian tube perforation, menorrhagia, dyspareunia, dysmenorrhea, abdominal pain, pelvic pain female, uterine fibroids, tumors, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: (as per pfs): unilateral occlusion, left tube. (As per mr): bilateral essure stents with occluded left and patent right fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal) was added. Concomitant drug was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.